Event description:
A malfunction was reported on the customer's pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and the customer was advised to continue using the current pump with a reset until the replacement arrived. Instructions on handling the replacement process, including how to put the problematic pump into storage mode and returning it, were provided and acknowledged by the customer.